Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3540 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "we have found that in the past 3 weeks we have had several PICC lines that have blocked. The staff found it difficult it aspirate and flush the PICC within 24 hours post insertion and did require reinsertion." It was reported this occurred with four devices. This report addresses the first device.